Manufacturer narrative:
(B)(4). H6: investigation summary: the complaint investigation for discrepant result when using the kit bd max sars-cov-2 reagents (ref 445003) assay kit lot 0112170 was performed by the review of the manufacturing records, review of the customer data and verification of complaints history. Review of the manufacturing records of bd max sars cov-2 indicated that the lot was manufactured according to specifications and met performance requirements. Customer reported false positive and provided run #: (B)(4) for analysis. The result logic parameters were set in accordance with the package insert instruction for use section. The run analyzed showed presence of background noise caused by signal drift in the cy5 channel, with the n2 target causing an interruption in background correction, generating a steady increase of fluorescence in the curves, resulting in false positive results. The issue observed at the customer site was previously identified by bd. A corrective and preventive action (CAPA) 1632720 has already been open to investigate the issue. CAPA 1632720 concluded that the root cause was due to the high background fluorescence value because of the product design and the assay low cut-off values rendering the assay less robust to normal system-induced noise. Bd confirms the complaint based on the investigation that was performed. Actions are being implemented to resolve the issue. H3 other text : see h.10.

Event description:
It was reported while using bd sars-cov-2 reagents for bd max¿ system false positive results were obtained on patient samples. The customer indicated the pcr curves were ¿noisy¿ and questioned the amplification curve. The customer reran the samples on gene expert and simplexa systems and the results were negative. Erroneous results were not reported out and there was no report of patient impact. (B)(4).

Manufacturer narrative:
Eua # (B)(4). Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while using bd sars-cov-2 reagents for bd max¿ system false positive results were obtained on patient samples. The customer indicated the pcr curves were ¿noisy¿ and questioned the amplification curve. The customer reran the samples on gene expert and simplexa systems and the results were negative. Erroneous results were not reported out and there was no report of patient impact. (B)(4).